Event description:
The customer reported the foot pedal and the joystick do not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rui console (joystick). Could not reproduce the foot pedal problem. System operates as intended. (B) (4).